Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
The reported event of ble being unavailable was confirmed. Based on the information provided, it was determined that the device experienced premature battery depletion, which caused the device to adverstise in slow ble. In the slow ble state, the throughput is significantly reduced and device checks are unable to be completed. Processing large amounts of data in slow ble mode results in timeouts.